Event description:
It was reported ongoing occlusion alarms have been occurring for the last couple months the customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.